Manufacturer narrative:
Reporting institution phone : (B)(6). Reporter phone : reporting address portal:

Event description:
It was reported to philips that the device had ECG equipment malfunction.

Manufacturer narrative:
It was reported to philips that the device had ECG equipment malfunction. There was known patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable. The ECG cable was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.